Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein four lead extensions were implanted and so that the physician was able to relocate the ipg three inches higher. The patient was doing well postoperatively.